Event description:
It was reported that approximately 2 weeks post implantation, a pt presented with lens tilt. A yag was conducted and then the lens was repositioned. There is a potential vitreous issue. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.